Manufacturer narrative:
Examination of the returned pfcsig ins trl stabl 10mmsz5 confirmed the report a portion of the bottom lip of the trial has broken off. Scratching and gouging was also evident on the trial. The root cause is attributed to product wear out. The item has been well used over time. Based on the investigation, the need for corrective action is not indicated. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument found cracked in sterile processing department-tibial insert trial size 5x10mm. Update 06/30/2015 - follow-up information (with photo) received. Photo shows portion of rim has fractured. Complaint updated 06/30/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.